Manufacturer narrative:
The device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The product was reportedly disposed. Lot traceability was not provided therefore we were unable to review the device history records specific to this product. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. It appears clinical and/or procedural factors may have contributed to the event as reported. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. If additional information is received a follow-up medwatch report will be submitted.

Event description:
Patient was undergoing a transcatheter aortic valve replacement (tavr) procedure event description: it was reported that: puncture femoral without problems, insertion of the lock without problems, flap passage without problems, positioning safari wire without problems, pre-dilatation with balloon 25mm edwards without problems, insertion and implantation valve without problems, pvl 2, postdilatation with edwards balloon 25mm, 2nd postdilatation with edwards balloon 25mm with 2 ml more filling volume, pvl trace. Patient was stable during and after implantation, was driven out of surgery, shortly thereafter pericardial effusion was detected, puncture but unsuccessful, surgical intervention, detection during the procedure: perforation of the left ventricle, surgical care, patient stable, extubated last night.